Event description:
Pt has type 1 diabetes. He is on lispro insulin infusion via a minimed 507c insulin pump. He came to clinic 9/29/98 with his infusion sets (minimed sof-set mmt 315, lot no 981085). Pt brought with him a used stylet needle from a recently used infusion set. The used stylet had a mark & slight bend in it. Pt reports that on 6/18/98, a needle from the same lot broke, but fortunately the broken needle came out with the infusion set. He states that all the stylets he has used since encountering the broken one have been from the same lot & have appeared the same.